Manufacturer narrative:
Investigation conclusion:it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history was performed. In-house testing on strip lot 376877a meets release criteria. The product performed as expected. A review of the manufacturing records for lot# 376877a did not uncover any non-conformances. The lot meets release specifications. Although a user and technique issue were identified in the complaint, a root cause could not be determined from the information provided by the customer.based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. (B)(6) 2015 inratio inr = 4.5; repeat inratio inr = 2.8; second repeat inratio = 2.2. (B)(6) 2015 inratio inr = 1.9. Patient's therapeutic range 2 - 3. No reported adverse patient sequela.